Event description:
It was reported by the sales affiliate during an unk procedure the ems would not deliver staples. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. The results of the investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(19) and trigger engaged with precock, no. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported "ems would not deliver staples" during surgery may have been due to a twisted staple in track which caused instrument to jam. No functional testing could be performed because twisted staple could not be realigned in track for proper feed to occur. Instrument was disassembled and 19 staples were found in track, one of which was twisted. No conclusion could be reached as to how staple had become twisted in the track. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.